Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2011 by fax and mail. A completed questionnaire was received on (B)(4) 2011. (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implant surgery, the surgeon "had to remove the lens in back of the eye." The scrub tech clarified that, as the surgeon had the iol in the anterior chamber, the haptic "snapped" and the iol fell to the back of the patient's eye. Another surgeon was called back into the operating room to cut and retrieve the iol and this surgeon experienced some difficulty as the patient was having some pain at this point as well as iris prolapse. As the iol was being pulled out of the eye, the wound became enlarged. The surgeon performed a vitrectomy, implanted another iol, and sutured the eye. The scrub tech reported the surgery took three hours to complete. In a follow-up, the surgeon reported the event resolved with treatment.